Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer states that one upholstery screw and the hole in the seat frame are both stripped and won't hold.